Manufacturer narrative:
Correction: patient code c50541 was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by a friend/family member that the recently implanted patient reports that since implant they "can't get this thing working right", it keeps shocking her, and "it¿s not controlling her bladder as much, she is still having the same problem". The trial worked very well for the patient but the implant is not working as well. Patient indicated that they had been going through all 4 programs and adjusting amplitude on each, and did not understand that only one program is active at a time. The device was at 1.2 volts on program 3, and confirmed patient was not currently feeling any shocking, she does not feel stim sensation at all currently. Patient services reviewed how to increase amplitude to a comfortable level where patient feels stim sensation in her pelvic floor. Patient was advised to keep a tracking diary and contact their healthcare professional (hcp) if issues persist, and patient mentioned the hcp had no open appointments until next month. The friend/family member confirmed he understands that only one program can be tried at a time, and planned to try all programs to determine which was optimal. Patient services suspected the reported shocking was due to overstimulation when changing between different programs and the patient was not currently feeling any shocking so it appears this issue was resolved. No further complications were reported or are anticipated.